Event description:
Technician reported that the bed was found in a storage area and the head section of bed would not go up and down. No reported injuries. Replaced hydraulic valve for that section to resolve this issue.